Manufacturer narrative:
A.2. Age at time of event: 35; a.2 date of birth: (B)(6); a.3. Sex: male h3 other text : see section h.10.

Event description:
Material no. 367671; batch no. 9095735. It was reported that after use of the bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes the stoppers have been coming off of tubes. The following information was provided by the initial reporter: there is an issues with the lids coming off tubes causing the loss of samples.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367671. Batch no. 9095735. It was reported that after use of the bd vacutainer® sodium heparin (nh) 33 usp = 33 iu blood collection tubes the stoppers have been coming off of tubes. The following information was provided by the initial reporter: there is an issues with the lids coming off tubes causing the loss of samples.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367671, batch no. 9095735. It was reported that after use of the bd vacutainer® sodium heparinn (nh) 33 usp = 33 iu blood collection tubes the stoppers have been coming off of tubes. The following information was provided by the initial reporter: there is an issues with the lids coming off tubes causing the loss of samples.